Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter had changed. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the fa16may2006 letter.